Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no suture of ts remain on the delivery needle but were returned. Examination of the construct showed t1 distal end has been broken at the suture slot confirming the complaint. The delivery needle is bent and twisted at the tip. The condition of the device indicates it was subjected to excessive force causing the reported failure. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. (B)(6).

Event description:
It was reported that during meniscus repair surgery, when using the fast fix 360, t1 was found fractured and could not be secured in the meniscus. T1 broke inside the patient. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no suture of ts remain on the delivery needle but were returned. Examination of the construct showed t1 distal end has been broken at the suture slot confirming the complaint. The delivery needle is bent and twisted at the tip. The condition of the device indicates it was subjected to excessive force causing the reported failure. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.